Event description:
It was reported that this inflatable penile prosthesis was removed as the device was not working due to fluid loss. Both cylinders were blown out. A new inflatable penile prosthesis was implanted. No patient complications were reported.